Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned one (1) loose 1ml bd insulin syringe. Consumer reported that the syringe needle broke off into the vial while he was drawing the insulin. The returned syringe was examined, and it was observed that the cannula was separated from the syringe barrel; microscopic examination revealed that there was no adhesive in the glue well, and adhesive splatter was observed on the barrel. The adhesive splatter and lack of adhesive in the glue well would explain why the cannula separated from the barrel, as reported. A review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. CAPA 226773 was opened for this issue and closed effective in feb2019. Standard work was created for the correct way to clear jams in the oven and for monitoring adhesive process, and lighting was upgraded for better adhesive detection. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle broke off the bd veo¿ insulin syringe during use while drawing up insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the syringe needle broke off into the vial while he was drawing the insulin."

Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Occurrence: a complaint history check was performed and this is the 4th related complaint for needle breaks off during use (in vial) on lot # 6333524. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use (in vial) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle broke off the bd veo¿ insulin syringe during use while drawing up insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the syringe needle broke off into the vial while he was drawing the insulin."